Event description:
I purchased an item from adb industries, llc called the fasciablaster, in fact I purchased three items in the category from this business. I used these items from (B)(6) 2016 through (B)(6) 2017. I bought the items because they were advertised for use to manipulate fascia throughout the body and I wanted to reduce pain so I could exercise more and lead a healthier lifestyle. I also liked the thought of being able to target specific areas on my body, especially my abdomen. The whole business is run through (B)(6) - everything from purchase to protocol to customer support. I began to experience severe and chronic ibs symptoms after just a few weeks. This was blamed on "detox", and I was encouraged to "keep blasting" by the owner and her staff. I would work out doing cardio exercises for at least 15 minutes, then get it a hot epsom bath and aggressively rake the tool over the front of my stomach and along the sides, per the instructions. I also used the tool on my thighs, calves and arms. The end of (B)(6) I was so sick and depressed that I could hardly move. I could no longer eat without digestive problems and didn't have the energy to work. I tried to look for advise on the (B)(6) support page and learned quickly that all questions are censored and the only way to find any negative comments are if one is slipped in on another user's post that was approved. I watched two or three of these threads "disappear" right before my eyes. I then started searching and found thousands of women going through at least my issues, some much more complicated and life threatening. This product needs to be taken off the market today before someone is killed if that hasn't already happened. Document number: (B)(4). Report number: (B)(4).